Manufacturer narrative:
The insulin pump was received missing segment due to bleeding lcd glass. The back light functioned properly and no back light anomaly noted. The insulin pump passed self test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that the customer is having issues with their insulin pump's display. The customer states that their screen is condensed and blacked out. The customer's blood glucose level was reported to be 120.6mg/dl. The customer was advised to discontinue use of the device, and that it would need to be replaced. The device is being returned for analysis and replaced.